Manufacturer narrative:
This case was initially received via regulatory authority reference number: (B)(4) on 07-jun-2021. The most recent information was received on 25-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube') in a 27-year-old female patient who had essure (batch no. 939888 invalid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "complainant has multiple issues with the device" on (B)(6) 2015. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash ("rash from head to toe for multiple weeks"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), anaphylactic reaction ("anaphylaxis to 6 medication and was never allergic to nothing") and metal poisoning ("nickel poisoning"). The patient was treated with surgery (full hysterectomy on (B)(6) 2021, essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, rash, anaphylactic reaction and metal poisoning outcome was unknown. The reporter provided no causality assessment for anaphylactic reaction, fallopian tube perforation, metal poisoning and rash with essure. The reporter commented: the side effects started 6 months after insertion of essure, and multiple tests were done. At the time of this report, the patient was 34 years old. According to the consumer, a full hysterectomy was performed due to essure. Lot number 939888 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-jun-2021: quality safety evaluation of ptc. We received an invalid lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 07-jun-2021. The most recent information was received on 22-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube') in a 27-year-old female patient who had essure (batch no. 939888 invalid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "complainant has multiple issues with the device" on (B)(6) 2015. On (B)(6) 2015, the patient experienced rash ("rash from head to toe for multiple weeks"), 4 days before insertion of essure. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), anaphylactic reaction ("anaphylaxis to 6 medication and was never allergic to nothing") and metal poisoning ("nickel poisoning"). The patient was treated with surgery (full hysterectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, rash, anaphylactic reaction and metal poisoning outcome was unknown. The reporter provided no causality assessment for anaphylactic reaction, fallopian tube perforation, metal poisoning and rash with essure. The reporter commented: the side effects started 6 months after insertion of essure, and multiple tests were done. At the time of this report, the patient was 34 years old. According to the consumer, a full hysterectomy was performed due to essure. Lot number 939888 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2021: new informations received: patient´s initials and date of birth and a new adverse event "complainant has multiple issues with the device'. We received an invalid lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: 939888)) on 07-jun 2021. The most recent information was received on 18-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube') in a (B)(6) female patient who had essure (batch no. 939888 invalid) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash ("rash from head to toe for multiple weeks"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), anaphylactic reaction ("anaphylaxis to 6 medication and was never allergic to nothing") and metal poisoning ("nickel poisoning"). The patient was treated with surgery (full hysterectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, rash, anaphylactic reaction and metal poisoning outcome was unknown. The reporter provided no causality assessment for anaphylactic reaction, fallopian tube perforation, metal poisoning and rash with essure. The reporter commented: the side effects started 6 months after insertion of essure, and multiple tests were done. At the time of this report, the patient was (B)(6) . According to the consumer, a full hysterectomy was performed due to essure. Lot number 939888 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: reporter and patients information were updated. Insertion and removal dates of essure were provided. Furthermore, the event injury was replaced by the event rash all over, and the events fallopian tube perforation, metal poisoning and anaphylactic reaction were added. We received a invalid lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.